Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the device intact. The customer stated problem was confirmed. The reported -upstream occlusion- problem was duplicated. The pump was occlusion tested and failed. In mu mode the sensor was stuck low. Replaced defective upstream occlusion sensor. The root cause could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported the device displayed an alarm upstream occlusion during testing. No patient injury was reported.